Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6. Reported event was confirmed with medical records provided. Revision operative notes confirms that the patient underwent another revision due to dislocation, pain, difficulty ambulating and noise. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised approximately 11 years later due to instability, dislocation, synovitis, implant wear, pseudocapsule, and pain. Patient underwent second revision approximately 3 years later due to pain, dislocation, difficulty ambulating, and noise. Attempts have been made and additional information on the reported event is unavailable at this time.